Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 scope would not advance through the cylinder (device) when attempting to move the c-ring. When looking through the scope, it had a piece inside there that would not allow the scope to advance. It was a circular piece of white/plastic material. A new device was opened to complete the procedure without further incident. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 07/30/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the cannula. The cannula and c-ring were observed to be intact with no visual defects. An attempt was made to insert a reference endoscope into the cannula port. The endoscope was unable to be advanced completely through the cannula and did not snap into place. An engineer evaluation was conducted on 10/28/2024 with the following results "an attempt was made to insert an endoscope into the cannula but the endoscope would not go through. When looking through the blunt tip it appeared that an object resembling a plastic cap was blocking the opening. The blunt tip was disassembled from the cannula subassembly and the plastic cap was subsequently removed. Engineering walked through the entire cannula manufacturing line with the lead operator but did not find anything resembling the plastic cap that came from the complaint device. Based on the returned condition of the device, investigation results, and engineer evaluation, the reported failures "fitting problem" and "foreign material" were confirmed. The lot # 3000379603 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4); corrected sec: h6, removed 2976 added 2183 and 2895.